Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch ultra blue test strips. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that while attempting to measure her blood glucose at approximately 2-3am on an unspecified date, the test strips ¿did not seem to fit in meter¿. The patient stated that she manages her diabetes with insulin (no adjustments) and it is not known if the patient made any changes to her usual diabetes management regime in response to the reported issue. At an unknown time after the alleged issue occurred, the patient reportedly developed symptoms of ¿insulin shock, cold sweats and feeling sick to stomach¿. The patient stated treating herself by consuming more food and/or drink in response to the symptoms. At the time of troubleshooting, the csr noted that the patient had already discarded the subject test strips and vial. The csr was unable to resolve the issue with training. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. Test strip lot number not known.